Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During second inflation at 10 atmospheres for 70 seconds, the balloon ruptured. The device was removed suing normal method without issue and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.